Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that pre-dilatation was performed prior to stenting. After implanting a 3.0x28 mm xience v in the calcified and tortuous proximal right coronary artery a distal stent edge dissection was observed. A 2.75x12 mm xience v was used to treat the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.